Event description:
During a follow up call with physician, a neurotherm employee was informed by physician that one of her patients was burned. The burn was noticed upon a follow up appointment with patient on (B)(6) 2014.